Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation noted a lead impedance warning on the left ventricular lead for undefined impedance. There was also an episode of possible high threshold. The lead remains in use. No patient complications have been reported as a result of this event.